Event description:
The customer reported that a pt burn occurred during a procedure where the forcetriad was being used.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted. Several attempts to gain more info on the incident have been made but nothing has been provided by the site.